Manufacturer narrative:
(B)(4). Conclusion: the service technician replaced the turbine to address the reportable issue.

Event description:
The customer reported that the home care nurse complained about ventilators not alarming. After retraining, it was determined that the nurse was not using the ventilator properly. As a precaution, they wanted the ventilator evaluated. While in service, it was found that the turbine was inoperable. This reportable issue was discovered during evaluation, therefore there was no patient involvement.